Manufacturer narrative:
The impella device has not been returned for evaluation. If the device or new information is received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 51 yr old female was implanted with an impella 5.5 for support during a high-risk cardiac procedure. It was reported that the patient had a stroke and was confirmed to be hit+. No information was provided on the treatment. However, the patient subsequently expired.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the injuries, thrombocytopenia and stroke, could not be determined due to insufficient clinical details.